Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a tear on the distal section of the common carotid balloon. All of the balloon parts remained intact. Internal carotid balloon inflated and deflated properly. We were able to reproduce the similar failure with another shunt by inflating the common carotid balloon with 1.5 ml of saline and then puncturing it with a sharp object. Both internal carotid balloon and common carotid balloons were inspected by the surgeon before the procedure and were found to be operational. It is likely the common carotid balloon came in contact with a calcified plaque or a stenotic region during the procedure that resulted in the balloon rupture. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. There was no injury to the patient as the result of this incident. Surgeon continued the procedure by occluding the arteries with a vascular clamp.

Event description:
Common carotid balloon deflated during carotid endarterectomy procedure. There was no injury to the patient as the result of this incident. Surgeon continued the procedure by occluding the arteries with a vascular clamp.